Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a suspected blood ingress. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to confirm the reported issue because no blood was found inside the cardiosave and unit was safe to use.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).